Event description:
It was reported that air was observed in the sheath. During a pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation (paf), a faradrive steerable sheath was selected for use. The faradrive sheath was inserted into the left atrium and aspirated without issue. Upon insertion of the mapping catheter and attempt to aspirate, air was observed continuously coming out of the sheath, not clearing form the shaft. It was believed that the valve was leaking or that the air was coming in from the side port resulting in the air observed. The faradrive sheath was replaced with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the internal valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the internal valve.

Event description:
It was reported that air was observed in the sheath. During a pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation (paf), a faradrive steerable sheath was selected for use. The faradrive sheath was inserted into the left atrium and aspirated without issue. Upon insertion of the mapping catheter and attempt to aspirate, air was observed continuously coming out of the sheath, not clearing form the shaft. It was believed that the valve was leaking or that the air was coming in from the side port resulting in the air observed. The faradrive sheath was replaced with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The device was received at boston scientific's post market laboratory.